Manufacturer narrative:
The device was returned to the manufacturer. Samples were taken from the saw for further analysis. This report will be updated when the evaluation is complete.

Event description:
It was reported that the saw has a greasy substance near the blade head. This was discovered during testing. There was no patient involvement or adverse consequences related to this event.